Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an out-of-range shock impedance measurements which triggered an alert on latitude patient monitoring system. Additional information noted that a procedure took place, and this electrode was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the electrode was returned in one segment. Analysis revealed normal electrode resistance measurements and noted that a corroded high voltage cable would disintegrate when trying to perform electrical testing. The high voltage cable passed electrical testing in location proximal from the corrosion area. The clinical observation of an impedance issue was confirmed to be related to the device not the electrode.

Manufacturer narrative:
Detailed analysis was undertaken. This lead was originally returned connected to the associated implantable device and was received in the laboratory having been severed approximately 165 millimeters (mm) from the terminal pin. Visual inspection noted greenish material on one of the high voltage cables and inside the lead lumen. The greenish material was tested and verified to be corrosion. The corroded areas of the cables disintegrated when electrical testing was attempted. The high voltage cable passed electrical testing in the location proximal from the corrosion area. The identified corrosion may have contributed to the observed high shock impedance measurements. Of note, the associated implantable device also exhibited signs of corrosion on both the hva coil terminal block and hva coil wire.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was received with no product performance issues alleged and approximately eleven months later information was received that the system recorded an out-of-range shock impedance measurements which triggered an alert on latitude patient monitoring system, thus at this time the electrode was retrieved from archive in order to complete laboratory analysis. No additional adverse patient effects were reported. Detailed analysis was undertaken. The electrode was returned in one segment, and visual inspection noted greenish material was on one of the high voltage cables and inside the lead lumen. The high voltage cable was corroded and would disintegrate when trying to perform electrical testing. The high voltage cable passed electrical testing in the location proximal from the corrosion area. The "shock impedance high out of range" allegation was confirmed based on the finding of a corrosion on the high voltage cable conductor with discoloration on the terminal end. This type of damage can be attributed to a component failure on the connected pulse generator which showed signs of corrosion on both the hva coil terminal block and hva coil wire. The component failure on the device is likely caused the observed corrosion on the lead.

Manufacturer narrative:
Analysis: from (B)(4).electrode was returned in 1 segment severed approx. 165mm from the terminal end. Cut with tool. Induced damage. Setscrew marks were in the correct location on the terminal pin. Noted notched area not returned. Analysis revealed normal electrode resistance measurements. Noted greenish material on one of the hv cables and inside the lumen. Sent to ahal for analysis. Tr360315 attached indicates corrosion. Corroded hv cable would disintegrate when trying to preform electrical testing. This hv cable passed electrical testing in location proximal from corrosion area.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an out-of-range shock impedance measurements which triggered an alert on latitude patient monitoring system. Additional information noted that a procedure took place, and this electrode was surgically abandoned.